Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
It was reported that an intern removed a trach tube from a spontaneously breathing pt and replaced with another trach tube. The intern did not remove the obturator from the inserted tube. The intern then left the pt's room. With the obturator blocking the airway the pt could not breathe, suffocated and died.